Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that while using an unspecified bd pen needle the consumer did not receive the full dosage. The following information was provided by the initial reporter, translated from german to english: on an date after close monitoring of his blood glucose values confirmed that insulin amount was not entirely administered.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4). FDA registration number has been used for the manufacture report number.

Event description:
It was reported that while using an unspecified bd pen needle the consumer did not receive the full dosage. The following information was provided by the initial reporter, translated from german to english: on an date after close monitoring of his blood glucose values confirmed that insulin amount was not entirely administered.